Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a sore on her back. There was no alleged device malfunction contributing to the irritation. The patient was released from wearing the equipment from her doctor. It's unclear if the patient was released from the wearing the equipment due to the irritation. Follow up indicated the irritation improved. Reporting out of an abundance of caution.